Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: bipolar (3-pin) devices fail to activate analysis conclusion: the reported issue of a failure to activate bipolar devices was confirmed. The 3-pin test device is recognized, but activates only intermittently due to a loose cable connection with the circuit board. Re-seating the cable connector to the circuit board restores functionality. The power entry module was damaged but had no impact to functionality. Replacing the power entry module restores the unit to acceptable cosmetic standards. Additionally, post-repair the generator was found to fail the rf leakage current check when the leakage test was performed due to a defective rf circuit board. Replacing the rf circuit board restores the unit to within safety specifications. The unit will be returned to (B)(4) for rca and/or repair (include updated info from (B)(4) and attach complete caf when available). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During servicing, the generator was found to fail the rf leakage current check, resulting in high rf leakage. The issue was identified during servicing, therefore patient information is not applicable.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: bipolar (3-pin) devices fail to activate analysis conclusion: the reported issue of a failure to activate bipolar devices was confirmed. The 3-pin test device is recognized, but activates only intermittently due to a loose cable connection with the circuit board. Re-seating the cable connector to the circuit board restores functionality. The power entry module was damaged but had no impact to functionality. Replacing the power entry module restores the unit to acceptable cosmetic standards. Additionally, post-repair the generator was found to fail the rf leakage current check when the leakage test was performed due to a defective component on the rf circuit board. Replacing the defective rf circuit board component restores the unit to within safety specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
During servicing, the generator was found to fail the rf leakage current check, resulting in high rf leakage. The issue was identified during servicing, therefore patient information is not applicable.